Event description:
This report is submitted for the single leaflet clip detachment of mitraclip (cds 10310765/(B)(4)), requiring stabilization with a second mitraclip. This is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, with a thin posterior leaflet. The clip delivery system (cds 10310765/(B)(4)) was prepared for use without issue. The cds was inserted into the steerable guiding catheter (sgc), with the keys aligned. There was no resistance noted during insertion or advancement, and there were no curves applied to the sgc. The sleeve of the cds was not deflected more than 90 degrees. When the clip was in the left atrium, the clip was easily aligned to the line of coaptation (loc); however, when translating into left ventricle, the clip came in contact with the anterior leaflet due to the heart beating. Due to the contact, the clip turned and was no longer aligned to the loc. Eleven to twelve attempts were needed to correctly position the clip in left ventricle. Four grasping attempts were performed due to the thin posterior leaflet. The clip was deployed, and the mr grade was reduced to 2-3. A second cds (10319765/(B)(4)) was inserted; however, it was observed on echocardiogram that the first clip had detached from the posterior leaflet, and remained on the anterior leaflet. Strong movement of the first clip was observed due to the heartbeat. The mr had increased to 4. The second cds did not come in contact with the implanted clip. It is unknown if the posterior leaflet was damaged due to the detachment.

Event description:
Additional information reported that prior to advancing the clip, the delivery catheter (dc) shaft was translated multiple times to release tension. Before advancing the clip into the left ventricle, the dc fastener was tightened. During advancement of the clip delivery system (cds), the guide was in neutral position. When the cds was removed, it was confirmed that the blue alignment markers were aligned. No additional information was provided.

Manufacturer narrative:
(B)(4). Case description continued: the second clip was brought to the medial side of the first clip for stabilization of the first clip. The mr grade was reduced to 2 and the patient was clinically stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Concomitant products: guide catheter: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer, mitraclip (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the device was not returned for analysis. Potential causes for the difficulty in positioning the clip can include, but are not limited to, manufacturing anomalies (straightness of dc shaft), patient conditions such as anatomical morphology / pathology, user technique or procedural conditions (excessive tension on the device during the procedure, interaction with patient anatomy). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a similar issue. With respect to the patient condition, procedural conditions and/or user technique, difficulty in positioning the clip may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, it is likely that the difficulty in positioning was most likely related to procedural conditions, specifically the interaction between the clip and the anterior leaflet causing the loss of alignment with the line of coaptation. The difficulty in grasping the leaflets was attributed to procedural conditions. Furthermore, following deployment of the clip, it was observed on echocardiogram that the first clip had detached from the posterior leaflet, and remained on the anterior leaflet. As reported by the physician, the single leaflet device attachment (slda) was likely caused by a strong beating of the heart (during systole / diastole), in conjunction with the thin posterior leaflet; therefore, the slda was determined to be attributed to procedural conditions. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.